Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The indication for placement was a history of thromboembolic disease with a prior pulmonary embolism (pe), a more recent development of deep vein thrombosis (dvt) and a concern for the patient to remain on coumadin therapy. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the ivc and recurring pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The patient was diagnosed with recurrent pe and dvt at approximately seven years and again nine years after the initial implant. The following additional information received per the patient profile form indicates that the patient is reported to have experienced blood clots/clotting, occlusion of the ivc filter and anxiety related to the device. The patient is also reported to continue to experience pe and dvt. The patient profile form indicates that the patient was informed that an attempt to remove the filter should be avoided. Medical records indicate that the index procedure imaging revealed good placement and there were no reported complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00344 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the ivc and recurring peripheral embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form indicates that the filter was placed due to a history of thrombolytic disease, pulmonary embolism and deep venous thrombosis (dvt.) The patient is reported to have experienced blood clots/clotting, occlusion of the ivc filter and anxiety related to the device. The patient is also reported to continue to experience pe and dvt. The patient profile form indicates that the filter is unable to be retrieved although there has been no known recorded retrieval attempts. Medical records indicate that the index procedure imaging revealed good placement. There were no reported complications.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00344 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the ivc and recurring peripheral embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form indicates that the filter was placed due to a history of thrombolytic disease, pulmonary embolism and deep venous thrombosis (dvt.) The patient is reported to have experienced blood clots/clotting, occlusion of the ivc filter and anxiety related to the device. The patient is also reported to continue to experience pe and dvt. The patient profile form indicates that the filter is unable to be retrieved although there has been no known recorded retrieval attempts. Medical records indicate that the index procedure imaging revealed good placement. There were no reported complications.